Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the therapy cable assembly. The therapy cable assembly was removed and using a test cable, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The removed defibrillation therapy cable was discarded and will not be returned to physio-control for evaluation. The customer advised that they will order a replacement cable.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected during a recent event. Medical personnel advised that the device displayed dashed lines (- - - -) for ECG even though the patient was properly connected via a therapy cable assembly; however, if the cable was physically manipulated they could intermittently see the patient's heart rhythm. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.